Event description:
It was discovered during baxter's testing that over infused. It was also reported that there was no pt injury.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The device was found to be out of specification in relation to the over infusion. The pump was found to over deliver between 164% and 3776%. Delivery of an infusion at a higher rate than intended was confirmed and was determined to be caused by a damaged pressure plate. The damaged pressure plate was replaced.